Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with a history of noise exhibited by the right atrial lead. The clinic reported monitoring the issue. No patient symptoms were reported. Further information was requested but not received.

Event description:
New information received notes that high capture thresholds were noted on the lead. The lead was capped and replaced on (B)(6) 2025. No adverse patient consequences were reported.